Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no visual abnormalities were found. Next, they functionally tested the sheath by replicating aspiration and the sheath was within specification and showed no air bubbles for each variation of the test. Then, they tested the integrity of the hemostatic valve and found the sheath was within specification for maintaining internal pressure and no leaks were observed. Based on all the available evidence the conclusion is that no problem was detected with the returned device, the reported allegation could not be replicated, and no other issues were found with the device.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air during aspiration. Immediately after insertion, a large amount of air was drawn in. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The sheath has been received for analysis.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air during aspiration. Immediately after insertion, a large amount of air was drawn in. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The sheath has been received for analysis.